Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer started using a new pump and has had to change the infusion set seven times. She stated that she was not sure if she was doing something wrong because she smelled insulin coming from the site. The caller said that the customer¿s blood glucose was high at 300 mg/dl and she gave him a bolus at night and is not sure of what else to do. She said that it is not wet or leaking, but she can just smell the insulin. During high blood glucose troubleshooting, the customer¿s blood glucose was 469 mg/dl at the time and his current is 300 mg/dl. The caller stated that she had given the customer a shot and that she gave him two shots a few days prior. However, the customer¿s blood glucose did not go down. The caller stated that she believes that the pump is functioning fine. She said that she will have the customer try another site and talk to his doctor about other sets and reservoirs. The pump will not be returning for analysis.